Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 565 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated that the pod was not properly delivering insulin. Upon removal of the pod from their leg, the pod site appeared red and swollen and the cannula was observed to be bent.